Event description:
Customer reported via phone call that she was hospitalized due to experiencing low blood glucose and becoming unconscious. Blood glucose value at the time of the admission was below 20 mg/dl. The customer stated she did not eat a snack causing her to go low. It was found that this is the second occurrence in 7 days. Customer stated her endocrinologist advised her to change her carb ratio settings. The customer declined troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.